Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 6.7 cm in diameter fusiform a abdominal aortic aneurysm. The proximal neck was highly angulated at 90 degrees. The proximal neck was 30 mm in diameter and 32mm in length. There were delivery difficulties, however the procedure was successfully completed and there was no endoleak. It was reported that 14 days post index procedure the patient presented for routine follow-up and the CT revealed there were type proximal type I endoleak and a retrograde dissection. The exact cause of dissection was unknown. The physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (endoleak, dissection). Patient's condition affected effectiveness of device. (Anatomy related; degree angulated proximal aortic neck). Failure to follow instruction slanting a device in a highly angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short and angulated proximal aortic neck). Operational context contributed to event (implanting a device in a highly angulated aortic neck).